Event description:
Sorin group received a report that the pump stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
The serial number was not provided. Therefore, the MFR date is unk. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the pump stopped during a procedure. There was no report of pt injury. After the case, the user determined that the pump stopped due to a problem with the front pump panel. Details of this incident and investigation results will be filed in a follow-up report.